Event description:
Additional information received indicates that on the day of the shock the patient was undergoing a colonoscopy procedure for which the device was not turned off. The patient was unaware of the shock as they were under anesthesia.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that three days post implant, this cardiac resynchronization therapy defibrillator (crt-d) oversensed noise resulting in pacing inhibition and inappropriate shock. At times during the episode, the patient was asystolic for more than two seconds. Boston scientific technical services (ts) reviewed the device data and noted that the noise appears to be external in nature. Additional information received indicates that the patient is a concert pianist and there are a lot of electronics on stage during performances. No intervention was performed and the device remains implanted.